Event description:
During remote follow-up, an incorrect longevity estimation was observed on the device. Abbott technical support was contacted and stated that the behavior was likely due to two transmissions from the device in a short length of time. During in-person follow-up, the battery behavior was found to be normal. The patient was stable and there were no adverse consequences.